Event description:
Pt tested blood glucose as 511 mg/dl the night before the event. On the event day she ate breakfast but did not eat lunch. She was found by a relative who called emt's. The emt's tested blood glucose (result unknown) and administered glucose intravenous. At the hosp her blood glucose =300 mg/dl. She rec'd no further treatment and is doing fine. Customer did not have the suspect device coded properly.